Manufacturer narrative:
A medtronic representative went to the site to test the navigation system used alongside the instrument. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The perc reference pin was returned to the manufacturer for analysis. Analysis found that perc pin was found to be intact and in good condition. Could be attached several frames without issue. Frames wer solid and did not shift. No fault found.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. The perc pin was returned to the manufacturer and is currently under analysis. Manufacture date is unavailable.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively during a sacroiliac and thoracolumbar procedure, the reference frame was spinning loose of the percutaneous pin. The site sent the percutaneous pin in question for further evaluation. Another percutaneous pin was shipped to the site. There was no delay to the procedure. There was no reported impact on patient outcome.